Manufacturer narrative:
Continuation of concomitant products: product ID 3889-33, lot# va1brpn, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The hcp could not 100% confirm the electrode break was due to the fall; they speculated. The lead and implantable neurostimulator (ins) will not be returned for analysis. The devices were accidentally thrown out when the scrub tech was breaking down their field. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1brpn, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1brpn, (B)(6), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported an event with their old system. They fell and all "4 wires broke." When asked for clarification, the patient said they meant all 4 electrodes on the lead broke. Patient said they didn't think anything was wrong and they didn't know anything had broken until they started having a lot of accidents. Patient said they were having a lot of accidents, if not more, than they did before getting the device. The patient said once the healthcare provider (hcp) had a guy put a big machine over the implant to check the device; this confirmed the lead was damaged. The hcp said the patient was coming up on their two year anniversary with the implant and it was determined that they needed to replace the device (due to normal battery depletion). The lead and ins were replaced. Patient noted they fell in (B)(6) 2017 and it was probably within the first 2 months after falling that the issues started; patient said "somewhere in (B)(6) 2017." The patient further said they didn't rush to the hcp's office after the return of symptoms happened. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.